Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as raw and painful under the front te pad. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a hydrocortisone cream for the rash. Follow up indicated that the rash improved.